Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient was brought to the emergency room complaining of vomiting, light-headedness and possible syncope. A device check on the implantable pulse generator (ipg) was noted as "normal." However it was later determined that the right ventricular (rv) lead displayed intermittent capture on the monitor. A chest x-ray confirmed that the rv lead had partially pulled back out of the device header and the pin could not be visualized past the distal header block. A lead test indicated "no issue with the rv lead." A suspected setscrew issue was noted. A temporary pacemaker lead was placed. The ipg was eventually explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).